Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an air bubblese anomaly on the insulin pump. The customer's blood glucose level was 216 mg/dl. The customer was advised to change infusion set. The customer was advised to return set and reservoir for analysis. The customer was advised that we send infusion set and reservoir replacements.